Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00436, 3005168196-2021-00437.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), a ruby coil detachment handle (handle), two non-penumbra microcatheters, non-penumbra coils,, a non-penumbra catheter and a guidewire. During the procedure, the physician placed twenty-five non-penumbra coils in the target vessel using a microcatheter. The physician then advanced a pod pc into the target vessel using a microcatheter and attempted to detach it using the handle; however, the pod pc failed to detach. The physician then made several attempts to detach the pod pc using the handle and by manually detaching it but were unsuccessful. Therefore, the physician broke the pusher assembly of the ruby coil and pulled the wire to successfully detach the ruby coil. Afterwards, it was reported that the physician attempted to detach two additional pod pcs into the target vessel using the handle and failed to detach. Therefore, the physician, manually detached both pod pcs. The procedure was completed using two non-penumbra coils, and by manually detaching six additional ruby coils. There was no adverse effect to the patient.